Manufacturer narrative:
Continued e.1. Phone number: (B)(6). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "multiple ill-defined periprosthetic collections". Additional, changed, and/or corrected data: a2, a4, a6, d3, d6a, e1, g1, g2, h6, h11.

Event description:
Healthcare professional reported right side rupture via ultrasound. Healthcare professional also reported "calcifications", "capsule thickening", "irregular lobulated edges, and "multiple ill-defined periprosthetic collections". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture via ultrasound. Healthcare professional, also reported, "calcifications", "capsule thickening", "irregular lobulated edges and "multiple ill-defined periprosthetic collections". The device remains implanted.